Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 70mg/dl, 191mg/dl. Tests were done within <10 mins with a difference of 82%. Pt did not experience any adverse events. No further info has been reported. Note-customer cleaning meter incorrectly.